Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4) description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient had headaches and rashes in both the midline and the ipg pocket incision site after the implant procedure. The physician believed that the symptoms were not device related and the cause of the symptoms were unknown. The patient was prescribed with claritin and hydrocortisone steroids cream and was doing well.